Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the defib conductor distorted and blood in/on the helix/lobe mechanism. The lead body under the distorted coil has medical adhesive residue from the coil backfill that indicates that the lead was manufactured within specification. Damaged at implant.

Event description:
It was reported there was evidence on flouroscopy of gaps in the hv coils, following retraction of the lead during implant through a safe sheath introducer. The lead was not used. The lead was returned, with a report that the 'coil catch' caused stretching of coils. There were no patient complications reported as a result of this event.